Event description:
The device was reported by the customer to have all the icons (charge-pak, attention, and service wrench) displayed in the device's readiness indicator. The device was returned to the physio-control for evaluation and, when it was evaluated, it was observed to not power on.

Manufacturer narrative:
Physio-control further evaluated the device and determined that root cause for failure of the device to power on was charge depleted internal batteries caused by an electrically leaky capacitor, designator c13, on the digital pcb assembly, that leaked excessive current from the internal batteries while the device was in the off-state. A replacement device was provided to the customer.